Manufacturer narrative:
The product identification necessary to review manufacturing history was not provided. Current information is insufficient to permit a conclusion as to the cause of the event.

Event description:
It was reported that patient underwent total hip arthroplasty on an unknown date. Subsequently, patient was revised on (B)(6) 2014 due to a loose acetabular cup, metal wear, and tissue reaction. The acetabular cup and modular head were removed and replaced with competitor product.